Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient had difficulty pumping his inflatable penile prosthesis (ipp). The physician examined the device and experienced a minimal resistance, but opted to removed and replace the pump. The physician suspected of scarring tissue. There were no further complications.